Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced extreme low blood glucose levels with unknown blood glucose readings at the time of the incident. The customer was at 78 mg/dl at an unknown point in time. The customer was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer did not get any low alerts on their pump. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.